Event description:
We found a dirty radiofrequency ablation catheter in a sterile pack. It was not used on a patient. We have sent the catheter to the manufacturer to determine the unknown substance and pulled aside all catheters under the same lot number. Seven vein ablation procedures were previously performed using catheters from this same lot number. No adverse events/infections resulted. Manufacturer response for rfa catheter, closurefast-endovenous radiofrequency ablation (rfa) catheter (per site reporter). Manufacturer is investigating what the substance was inside the sterile packaging. We do not have final results at this time.

Event description:
We found a dirty radiofrequency ablation catheter in a sterile pack. It was not used on a patient. We have sent the catheter to the manufacturer to determine the unknown substance and pulled aside all catheters under the same lot number. Seven vein ablation procedures were previously performed using catheters from this same lot number. No adverse events/infections resulted. Manufacturer response for rfa catheter, closurefast-endovenous radiofrequency ablation (rfa) catheter (per site reporter). Manufacturer is investigating what the substance was inside the sterile packaging. We do not have final results at this time.